Event description:
The account alleged that the bed is not sending a bed exit priority signal to the nurse's station when the pt positioning monitor alarms at the bed.

Manufacturer narrative:
The account found no continuity across pins 25-26 or 30-31 on the utv board when the pt positioning monitor is alarming. Repairs have not been completed.